Manufacturer narrative:
Other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implantable pump for spinal pain. On (B)(6) 2016, there was a sensation, which was considered sudden, only at the pump site of the pump leaking in the patient's stomach. The patient fell down and disconnected the pump. There was a big bulge on the patient's stomach. The patient was in the emergency room (ER) and was told that her pump catheter was leaking. Morphine was draining into the abdomen. The patient was not experiencing the sensation on (B)(6) 2016.

Event description:
Additional information received from the patient reported that there were no circumstances that led to the pump/catheter leak and bulge in the patient¿s stomach. The patient reported that the steps taken to resolve the issue was ¿liquid was taken out¿ and ¿nothing at this time¿ and ¿they did lower the pump¿, so it was unclear what steps were taken. The issue had not been resolved at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.